Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The end user stated that the bar that is located in the head section that goes left to right is bent.